Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a patient that received mynxgrip vascular closure has a thrombosed right common femoral artery. The patient received a cat scan and both the profunda and sfa (superficial femoral artery) are patent; however, the right common femoral shows a thrombosis about 3 cm in length. The patient complained of rest pain and pain at the closure site.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient that received a 5f mynxgrip vascular closure has a thrombosed right common femoral artery. The patient received a cat scan and both the profunda and sfa (superficial femoral artery) are patent; however, the right common femoral shows a thrombosis about three (3) cm in length. The patient complained of rest pain and pain at the closure site. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity noted. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f procedural sheath introducer following an interventional peripheral procedure. The device was deployed and thrown away. The patient was brought back to the lab were a thrombectomy and pta (percutaneous transluminal angioplasty) were performed and stent placement. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1806801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A thrombosis occurring after a vascular closure is a known potential complication and is listed in the mynxgrip IFU as such. However, after review of the information provided, it is highly likely that this issue may have occurred due to the customer using a 5f mynxgrip sealant to close a 6f sheath access site. In this case, the sealant may not be large enough to properly close the arteriotomy, and possibly protrude into the vessel, which could lead to a thrombosis. As warned in the IFU, ¿if using a mynxgrip 5f device, confirm that the procedural sheath is 5f with an overall length not exceeding 15.7 cm. When using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. Do not attempt to use the mynxgrip 5f device to close access sites where a 6f or larger procedural sheath was used. In addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective or preventative action is required at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Additional information indicated that the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity noted. The mynxgrip vascular closure device (vcd) was being used in conjunction with a 6f procedural sheath introducer following an interventional peripheral procedure. The device was deployed and thrown away, therefore, will not be returned for analysis. The patient was brought back to the lab were a thrombectomy and pta (percutaneous transluminal angioplasty) were performed and stent placement. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.